Manufacturer narrative:
Not-used products of the same batch number returned by the customers were disassembled for inspection of the needle tip. No abnormality was found in the needle tip. The needle tips of the retained samples were inspected, and no abnormalities were found actual device not returned; failure unconfirmed. The magnification of the incoming material inspection microscope has been changed from 20 times to 40 times to reduce possible risks.

Event description:
On 17oct2024, customer complaint was received on 809 readylance safety lancet-21g,3.0mm. Customer complained that a blood donor experienced pain that lingered for a few days following a procedural finger prick on (B)(6) 2024. Donor stated metal from the device was lodged in the finger and was removed by their neighbor. It was confirmed during a followup on (B)(6) 2024 that the finger was not infected and the issue was resolved when the metal piece was removed.